Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, patient elevated blood glucose levels. Upon removal the patient noticed cannula bent. There was patient involvement with no harm.